Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise, possible due to electrode integrity issues. Technical services (ts) was contacted, and ts advised the field representative during in clinic testing. Noise was minimally reproducible when the patient would twist their torso. The physician was contemplating turning the s-ICD off and implanting a transvenous device, and ts advised on the possibility. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise, possible due to electrode integrity issues. Technical services (ts) was contacted, and ts advised the field representative during in clinic testing. Noise was minimally reproducible when the patient would twist their torso. The physician was contemplating turning the s-ICD off and implanting a transvenous device, and ts advised on the possibility. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the physician elected to turn off the s-ICD. The s-ICD remains implanted. No adverse patient effects were reported.